Event description:
The initial reporter received questionable hdlc3 hdl-cholesterol plus 3rd generation results for 6 patients tested on a cobas 8000 c 502 module. Based on the provided data, the hdl results for four patients were discrepant. Prior to patient testing, the customer confirmed the qc was acceptable. On (B)(6) 2022, patient 1's initial hdl result was 109 mg/dl and reported outside the laboratory. The patient's doctor's office questioned the reported result and the customer performed repeat testing with the sample on the same c 502 module. On (B)(6) 2022, patient 1's repeat hdl result was 45 mg/dl. The customer determined the repeat result was correct and a corrected report was provided. The field service engineer adjusted the gear pump pressure. The customer performed repeat testing with additional samples and had acceptable results. The field service engineer verified the operational and mechanical checks passed. The customer performed setup and qc and had acceptable results. On (B)(6) 2022, patient 3's initial hdl result was 79 mg/dl and the result was reported outside the laboratory. The patient's doctor questioned the reported result. The customer performed repeat testing with the sample and the repeat hdl result was 48 mg/dl. The customer determined the repeat result was correct and a corrected report was provided. On (B)(6) 2022, patient 4's initial hdl result was 94 mg/dl and the result was reported outside the laboratory. The patient's doctor questioned the reported result. The customer performed repeat testing with the sample and the repeat hdl result was 48 mg/dl. The customer determined the repeat result was correct and a corrected report was provided. On (B)(6) 2022, patient 5's initial hdl result was 88 mg/dl and the result was not reported outside the laboratory. The customer performed repeat testing with the sample and the repeat hdl result was 56 mg/dl. The customer determined the repeat result was correct. The hdl reagent lot number was 59065601 with an expiration date of 31-oct-2023.

Manufacturer narrative:
The customer performed a visual inspection of the samples and no abnormalities were found. The field service engineer performed preventative maintenance and replaced the rinse head tubing replacement. He performed diagnostic checks and the customer performed qc and patient sample testing with acceptable results. The investigation reviewed the customer's calibration and qc results and the results were acceptable. There was no indication of a performance issue with the reagent. The investigation found the centrifugation speed was insufficient according to the tube manufacturer's recommendations. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.